Manufacturer narrative:
Neither device or any images could be provided for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that creo mis locking caps have loosened post operatively.